Event description:
It was reported that t-wave oversensing (twos) occurred with eecp (enhanced external counterpulsation) causing the pacing rate to drop to forty beats per minute. The eecp pressure was reduced the next day, however twos still occurred. The right ventricular (rv) lead¿s sensitivity was then reprogrammed which removed the twos and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 implantable pacing lead - 2012 (B)(6); 407645 implantable pacing lead - 2009 (B)(6); (B)(4) stent graft - 2001 (B)(6); b)(4) stent graft - 2001 (B)(6); b)(4) stent graft - 2001 (B)(6); b)(4) stent graft - 2001 (B)(6). (B)(4).